Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0230763421; implanted: (B)(6) 2025 explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6) , ubd: 28-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient was having reoccuring orthostatic headache symptoms with inability to sit upright for long periods of time, as well as the development of subcutaneous swelling in the lumbar and abdominal regions. Clinical examination showed clear subcutaneous swelling in the lumbar and abdominal regions without signs of infection (fluid around the baclofen pump in the anterior abdominal wall (9 mm) and on the right side of the back, located around the conduit (55 x 47 x 25 mm)). An ultrasound clearly showed the subcutaneous swelling. It was reported that the patient had mild pain in the lumbar region, no pain in the abdomen. It was decided to apply a new abdominal band. They suspected a new cerebrospinal fluid leak along the intrathecal catheter. The patient was scheduled for catheter revision due tothe  persistent subcutaneous cerebrospinal fluid leakage with hypotension symptoms. The patient presentated with inflammatory syndrome with high fever, general malaise, nausea, headache. A urine sample showed pyuria based on e. Coli. Cerebrospinal fluid examination via lumbar puncture showed pleocytosis, compatible with meningitis. Given the positive lumbar puntction (lp), indication to remove the entire itb system and start antibiotics. It was noted that the enitre system was explanted and the issue was resolved. 2026-01-12 e1: document contained no new information.

Event description:
Additional information received from the healthcare provider via a clinical study indicated an update to the event date.

Manufacturer narrative:
B3: update was made to this field. Continuation of d10: product ID 8781 lot# 0230763421 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.